Event description:
It was reported that after tension of the wire the tip of the device has been damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after tension of the wire the tip of the device has been damaged.

Manufacturer narrative:
Visual analysis confirmed the reported event. The curved tip was found worn and plastic deformation was seen on the surface of the time. The material analysis concluded the tip broke in ductile overload, likely due to the abrasion between the cable and the curved tip. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that curved tip broke in ductile overload, which was likely due to abrasion between the cable and the curved tip over the device¿s life (5 years). No material or manufacturing defects were observed.